Event description:
It was reported that the patient received a patient notifier in (B)(6) 2010, regarding an out of range impedance on the atrial lead. When checked in clinic, the atrial lead impedance was normal. The patient received another notifier for an impedance of less than 100 ohms. Upon pocket manipulation, impedance remained normal, but noise was observed. The patient notifier was turned off and the lead would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.